Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 10/23/2019. Device returned to manufacturer?: yes. Device evaluation: the intraocular lens was received october 23, 2019 for investigation. The product was received in a lens case. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the intraocu lar lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(4). Attempt has been made to obtain missing information; however, to date a response has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient had the intraocular lens (iol) implanted in their left eye. Ora (occular response analyzer) was used after lens was implanted. Due to the refractive outcome, the lens was explanted and another lens, a model zcb00 was implanted instead. There were no complications. No further information was available or provided.